Manufacturer narrative:
.

Event description:
It was reported that the patient applied opsite post-op visible after operation for esophageal cancer on the (B)(6) 2015 and it was removed on the (B)(6) 2015. It was found blisters from his chest to underarm where the dressing was applied. He was treated with duoderm et and it got better. The event didn't cause any extension of hospitalization.